Event description:
The customer reported an alarm during the manual prime. The customer also reported that he woke up with a blood glucose reading of 40 mg/dl, and feels that the insulin pump over delivered insulin. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.